Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event and patient status, but further information was unable to be obtained as of yet.

Event description:
The patient experienced hypotension and ventricular fibrillation (vf). It has been reported that an nrg transseptal needle was selected for use for a pulse field ablation (pfa) procedure. During the procedure, the user mentioned that the transseptal was anatomically difficult and it could not be confirmed through ice. Thus, it was decided to be performed by mapping the right atrium. The needle successfully crossed the septum, however, when the faradrive sheath was advanced it was unable to cross the atrial septum, and a drop in blood pressure was observed as the sheath was advanced over the guidewire. The sheath was unable to be pushed through. The patient's blood pressure dropped into the 30's mmhg and then vf occurred. An extracorporeal membrane oxygenation (ECMO) device was inserted into the patient while a cardiac massage was being performed. The procedure was cancelled and the patient was hospitalized after open heart surgery. The event is ongoing. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
Due to additional information received, this supplemental MDR is being submitted to update the fields: describe event or problem (b5), in section b - adverse event/product prob and patient codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
The patient experienced hypotension and ventricular fibrillation (vf). It has been reported that an nrg transseptal needle was selected for use for a pulse field ablation (pfa) procedure. During the procedure, the user mentioned that the transseptal was anatomically difficult and it could not be confirmed through ice. Thus, it was decided to be performed by mapping the right atrium. The needle successfully crossed the septum, however, when the faradrive sheath was advanced it was unable to cross the atrial septum, and a drop in blood pressure was observed as the sheath was advanced over the guidewire. The sheath was unable to be pushed through. The patient's blood pressure dropped into the 30's mmhg and then vf occurred. An extracorporeal membrane oxygenation (ECMO) device was inserted into the patient while a cardiac massage was being performed. The procedure was cancelled and the patient was hospitalized after open heart surgery. The event is ongoing. The device is not expected to be returned for analysis due to disposal. It was later reported that a perforation occurred in the posterior wall of the left atrium. The perforation occurred when the sheath could not be passed after the wire passed into the left atrium with the bb, and blood pressure dropped while trying to pass through several types of sheaths, including the sl8.5fr sheath, sl10fr sheath, and faradrive. The sl was the only sheath in the patient's body at the time of the drop in blood pressure, so the faradrive was not inserted. Also, blood had accumulated in the lungs. The patient status was not disclosed.

Manufacturer narrative:
Due to additional information received, this second supplemental MDR is being submitted to update the fields: describe event or problem (b5), in section b - adverse event/product prob and patient codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
The patient experienced hypotension and ventricular fibrillation (vf). It has been reported that an nrg transseptal needle was selected for use for a pulse field ablation (pfa) procedure. During the procedure, the user mentioned that the transseptal was anatomically difficult and it could not be confirmed through ice. Thus, it was decided to be performed by mapping the right atrium. The needle successfully crossed the septum, however, when the faradrive sheath was advanced it was unable to cross the atrial septum, and a drop in blood pressure was observed as the sheath was advanced over the guidewire. The sheath was unable to be pushed through. The patient's blood pressure dropped into the 30's mmhg and then vf occurred. An extracorporeal membrane oxygenation (ECMO) device was inserted into the patient while a cardiac massage was being performed. The procedure was cancelled and the patient was hospitalized after open heart surgery. The event is ongoing. The device is not expected to be returned for analysis due to disposal. It was later reported that a perforation occurred in the posterior wall of the left atrium. The perforation occurred when the sheath could not be passed after the wire passed into the left atrium with the bb, and blood pressure dropped while trying to pass through several types of sheaths, including the sl8.5fr sheath, sl10fr sheath, and faradrive. The sl was the only sheath in the patient's body at the time of the drop in blood pressure, so the faradrive was not inserted. Also, blood had accumulated in the lungs. The patient status was not disclosed. It was further reported that the reason for initiating ECMO was a ventricular fibrillation, and there was blood pooling in patient's lungs.